Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 400-500 mg/dl with unspecified ketones, abdominal symptoms, and nausea. The health care provider adjusted the basal rate and bolus settings. The patient was treated with IV fluids and insulin injections. During troubleshooting, customer support found that the basal delivery totals in tdd did not match the active basal program total, and found no cause for this variation. The basal history did match the active basal program settings. The patient has discontinued pump therapy until a replacement arrives. This complaint is being reported as the patient experienced hyperglycemia and the variation in total daily dose was not resolved.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/25/2014 with the following findings: the last basal delivery was on (B)(6) 2014 at 1:57pm. The black box showed that the manual basal program was suspended for 25 hours from 06/18/2014 at 12:39pm to (B)(6) 2014 at 1:57pm. The total daily dose added up and equal the programmed basal rate. The pump accurately recorded 24 units being delivered after a 24 hour duration test with a 1 unit/hour basal rate. The ¿advanced boluses¿ were correctly delivered and recorded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.